Event description:
Healthcare facility sent a copy of a filed MDR indicating a broken tip inside pt bladder. The tip was expelled through bladder with no adverse effects. Additional info: during urological procedure, surgeon reported fiber tip broke off while in use in pt. New tip utilized to complete procedure. Per surgeon, though broken tip could not be retrieved, it was expelled by pt via bladder. No adverse effect to pt.

Manufacturer narrative:
Device was not returned for analysis. Trying to contact user to follow up on event and get more info. (B)(4). Additional info: date of report: (B)(4) 2012. Device info: holmium laser fiber tip, laser fiber tip, expiration date: 05/31/2014. (B)(6).